Event description:
On 6/12/97, the MFR received a report from its australian distributor detailing an incident which had occurred at a facility in their territory. The report states that the device was "insitu" for one week for chemotherapy delivery. When the device was removed by the facility nurse, the "wings came apart from the needle, which was left insitu". The facility nurse reattached the wings and removed the needle from the vascular access device. The device was reported as being available for return to the MFR for analysis. No further details were provided.

Manufacturer narrative:
The MFR has completed its analysis of the returned device and the results are as follows: anomalies were not seen on the device plastic tube, white spring clamp or needle. A tear was seen on one of the wings. The device needle was detached from the wings. The epoxy was found on the needle and appeared to have been broken from the wing area. This unit was patent and only leaked at the wing/detached needle area. No other anomalies were found when analyzing this unit. A review of the device history record was performed on this cat./lot number and revealed that one device had been rejected from this lot due to the needle "pulling out". No other applicable mfg variances were noted. In addition, a trend analysis was performed on similar reports involving this cat/lot number and no trends were identified or other reports of this nature. The distributor's report that the "wings came apart from the needle" was was confirmed by the MFR's analysis of the returned device. Based on the available info, no conclusion could be drawn as to the cause of this event. No further details are available. The MFR is now closing its file on this event.